Manufacturer narrative:
(B) (4). The valve was patent; however, the tip of the inlet connector was missing. The damaged condition of the valve precluded all further testing. The edges of the break were smooth and there were scratches on the shaft of the connector. It is unk how or when the damage occurred. The instructions for use that accompanies the device cautions that handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. A review of the complaint history found no similar reports for this type of valve, and zero previous complaints for lot number c36730. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that one of the two connectors was broken.